Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted to treat stress urinary incontinence. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystourethroscopy due sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011 due to voiding dysfunction. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, urge incontinence, and voiding dysfunction.

Manufacturer narrative:
.